Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead seemed to have "lost" the insulation under fluoroscopy and it was noted there was a range in pacing impedance values observed. The ra lead will be explanted and replaced. No patient complications have been reported as a result of this event.